Manufacturer narrative:
(B)(4) film evaluation results are: a review of a pre-implant sizing worksheet revealed that the patient had a 63mm max diameter aaa. The proximal neck diameter was 20mm just below the lowest renal artery, and ranged in diameter from 20 ¿ 23mm along the 4cm length. The distal aortic diameter was 20mm and the right common iliac artery was occluded. The left common iliac artery ranged in diameter from 10 ¿ 12mm, and appeared in the drawing to be acutely angulated laterally ~90 deg at its origin. The length of the lcia was not recorded. Review of a single still angio image after implant confirmed that the distal end of the aui/left limb extension was implanted just distal to the left iliac bifurcation; partially covering the left internal. The limb was seen extending into both the left internal and the left external iliac artery. A stent was seen placed at the origin of the left internal iliac artery. The stent graft, internal iliac artery, and external iliac artery were all patent. Images proximal to the iliac limb were not seen on the films; therefore post-implant assessment of the aui and aneurysm could not be performed. No other stent graft issues were observed. The cause of the inaccurate delivery of the iliac extension could not be determined from the single still image provided. Films during implant of the limb were not available for review. It is possible that this was user or anatomy related.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 62 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, the endurant ii limb was implanted lower than intended. As a result, the left internal iliac artery was partially covered by the endurant ii stent graft. The physician elected to implant a 7 mm x 19 mm stent in the left internal iliac artery and the event was resolved. Per the physician, the cause of the inaccurate delivery was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.